Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had breakdowns in the past for which the patient was hospitalized. The patient believes that they were implanted with some device that is allowing someone to communicate with them and give them direction. They indicated that the most recent breakdown was a couple days ago but they initially started two to three years ago. They were not certain if the patient actually had an implanted device but indicated that they did not think so because they didn't see scars or evidence of a surgical procedure. They asked general questions about dbs stimulators, which was reviewed. They were not able to definitively say that the patient did not have an implanted device.